Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during routine follow-up and upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2014. The patient was stable.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found that the pulse generator exhibited a false elective replacement indicator alert due to transient low battery voltage.